Manufacturer narrative:
An event regarding a fractured device involving a mrh axle was reported. The event was confirmed. Material analysis was performed and concluded that the axle broke in fatigue with the fracture initiating at or near the laser mark. Eds analysis showed the mrh axle to be made of a co-cr-mo alloy consistent with the astm f1537 alloy 1 material. Burnishing was observed in the central portion on the axle¿s outer surface. No material or manufacturing defects were observed during this analysis. The device history review was satisfactory. The complaint history review indicates that there are no other similar events for the lot. Conclusions: material analysis concluded that the reported device broke in fatigue. The exact cause of the event could not be determined because insufficient information was provided. Further information such as such as x-rays, operative reports as well as patient history, details and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The sales rep has reported on behalf of the customer that a patient with an mrh knee axle had to undergo revision surgery due to the knee axle being broken. The sales rep has reported that the reported event was noticed on x-ray and the decision was made to revise the knee.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The sales rep has reported on behalf of the customer that a patient with an mrh knee axle had to undergo revision surgery due to the knee axle being broken. The sales rep has reported that the reported event was noticed on x-ray and the decision was made to revise the knee.